Event description:
Caller reports the advantage meter produced a result of 880 mg/dl. The device's numeric reading range is 10-600 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.